Event description:
The account alleged the head will run up on its own. No patient impact.

Manufacturer narrative:
The account repaired the bed and it is back in service but the account does not recall what repair was made to fix the bed.